Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer right atrial (ra) lead had noise that was oversensed due to minute ventilation (mv) sensor. It was reported that the pacing impedance had been stable at 400 ohms, but there were a few spikes around 1200 ohms. The patient noted that the could feel their heart rate was in 40 bpm during dialysis. Additional information received thought that rhythm iq was causing the patient to feel a lowered heart rate. The respiratory rate trends and rhythmiq was turned off, and the plan was to continue to monitor. The device remains in-service. No adverse patient effects were reported.